Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed delamination total of the valve assessed as adhesive failure. Additional observations: ¿ white particles inner the surface of the shell. No further actions are required as the device was implanted.